Event description:
It was reported that during setup, the scrub tech attempted to insert the anspach with the long attachment and bur connected. The tech was unable to insert it all the way into the handpiece. The anspach drill would be stuck before being fully seeded. The handpiece was replaced in order to start with the case. The device was not being used with a patient during the event. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. It was reported that during setup, they attempted to insert the anspach with the long attachment and bur connected. They were unable to insert it all the way into the handpiece. The anspach would get stuck before being fully seated. The initial visual/functional investigation found that: the distal tip of the drill guide support appeared to be bent (visually). The handpiece was checked by attempting to insert the long attachment from both the distal end of the handpiece (backwards) and the normal insertion method (through the snaplock assembly). In both attempts the long attachment gets stuck in the same place (at the distal end of the drill guide support), confirming that the drill guidesupport is bent at the tip. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found no similar reports, this issue will continue to be monitored. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field and a corrective action has been requested for this issue.